Event description:
Attorney alleges pt sustained neurological injuries as a result of surgical implantation of spinal cord stimulator. No record of device explantation. A follow-up report will be sent if additional info is rec'd.